Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0216381. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the 32-bed breast department for inpatient treatment for "post-operative chemotherapy for breast cancer". Chemotherapy was performed on the morning of (B)(6) 2021. The chemotherapy was ended at 12:30. The nurse sealed the PICC catheter with a 10ml flush. It felt resistance during the bolus and immediately removed the flush. It was found that the piston of the flush was difficult to push. The patient asked if there was a problem with the product. The nurse immediately explained and replaced the flush for irrigation. The device is sealed. After the tube was sealed, the patient still expressed concern and asked whether the PICC would be blocked due to the delay in replacing the prefilled catheter irrigator."